Event description:
Related to MFR report # 2183959-2011-00620 and 2183959-2011-00622. The patient was implanted with an ams perigee graft to treat her pelvic organ prolapse. "As a result of having the products implanted in her," the patient "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgery."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.